Event description:
The pt was implanted with a ventricular assist device (vad). It was reported by the vad coordinator that the pt stepped on the pump's pneumatic lead while getting out of bed, and pulled the cannula completely out of his right atrium (ra). A hosp team was called to the ICU and proceeded to attempt to replace the cannula. After approx 1 hour of unsuccessful resuscitation, a decision was made to withdraw support.

Manufacturer narrative:
The MFR was unable to conduct an investigation of the device because the pump was disposed of by the hosp. A review of device history records showed no deviations from manufacturing or qa specifications. No further info is available. The MFR is closing its file on this event.